Event description:
Customer reported device - in the 400s mg/dl. Customer's device = 493 mg/dl. Customer took 20 units of insulin. Customer bottomed out and was taken to the emergency room (ER) by a friend. ER gave customer orange juice. No controls used. A request was made for return product and replacement product was sent.